Event description:
Analysis of the returned device found that the subject coil was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the coil proximal contact was found to be kinked/bent. The main coil was found to be broken/fractured. The coil was not returned. Functional inspection: coil in catheter friction functional test ¿ unable to perform due to breakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The main coil was found to be broken/fractured. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the 'coil in catheter friction', and to the 'main coil broken/fractured during use'. An assignable cause of 'handling damage' will be assigned to the 'coil proximal contact kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during the procedure. An assignable cause of 'undeterminable' will be assigned to the 'device interaction with another device' as the event is procedure related.